Event description:
It was reported the c10-3v transducer had lens damage with exposed electronics. The transducer was associated with an epiq elite ultrasound system. This issue was found outside of clinical use and there was no patient or user harm associated with this event. Information was provided to the customer for a replacement transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed that determined damages to the lens face was likely a result of accidental user damage. There was no indication of either non-conforming material or no indication of design anomaly requiring further action.